Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 07:07:19. During night drain cycle 12, the patient's ultrafiltration reading was 1812ml, indicating the home patient (hp) drained 1812ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1812 ml during therapy initiated on (B)(6) 2012 at 07:07:19, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 12 received a partial fill. Cycle 12 drain was completed on (B)(6) 2012 at 16:12:09 and the user's actual drain volume during cycle 12 was 1813 ml. The actual drain volume of 1813 ml is 70.4% of largest prescribed fill volume (lpfv) of 2577 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.